Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 72 mg/dl. Customer stated that the pieces of the top of the pump where the reservoir is broken off and whey trying to install a new reservoir it is no longer hold in and being held with tape right now. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.